Event description:
During svc the unit would not power up on any power source. The c21 capacitor on the motor board failed effectively shorting the +15v line to gnd. The motor board due to c21 capacitor to correct the problem.